Event description:
It was reported that pump battery was not charging and that pump history and profiles had been deleted after a data error alert occurred. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, and original device was scheduled to be returned to distributor for evaluation, with no additional information received regarding further actions or outcome of the event.